Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-14718. It was reported that the patient presented remotely via merlin.net. Upon review, it was found that the patient's atrial and ventricular leads both exhibited noise. Episodes of noise reversion were noted, along with episodes of inappropriate mode switching and pacing inhibition. Programming changes were made. The patient was stable.